Manufacturer narrative:
(B)(4). Customer has not returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. As per direction received from the FDA on 12/09/1999; the manufacturer completes in it's entirety regardless if the user facility completes all or any, therefore may contain corrected and/or additional data.

Event description:
Reference uf #(B)(4).